Event description:
This report is to advise of a fracture noted in the catheter during analysis.

Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. One video was submitted for evaluation. The video appeared to be of the surgical room during the af procedure. The catheter was connected to the cool point pump which was displaying a pressure error message, consistent with the reported event. Analysis revealed the catheter shaft material had been fractured proximal to electrode 4. Optical fibers 1 and 3 were determined to be fractured at the location of the fracture in the shaft material, consistent with the observed error messages, detected fiber fractures, and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured shaft remains unknown.